Event description:
It has been reported to philips that wireless footswitch would not connect to the system. A wired footswitch was available. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch did not connect during a diagnostic coronary procedure and the wifi indicator led was flashing red . The procedure was completed using a wired footswitch. The wireless connection was re-established after the philips service engineer removed and reseated the wireless footswitch battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation. Added patient information.